Event description:
A finetuner echo was received at service and repair along with the repair request form (rrf). The problem was thought to be the battery, it lost charge frequently and the user had to change it almost every time he uses it. Too many batteries for few uses. Reportedly, the devices did not receive any mishandling.

Manufacturer narrative:
Conclusion: a finetuner echo was sent to service repair because of short battery life. During device investigation a failed capacitor was detected which was clearly the reason for the reported issue. Electrical inspection could not be performed because of the observed malfunction. No injury was reported.this is a final report.

Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
A finetuner echo was received at service and repair along with the repair request form (rrf). Upon preliminary investigation at service and repair it was determined there was a failure of the tantalum capacitor.